Event description:
The customer observed false reactive alinity I toxo igg result for one patient. The sample was tested on the diasorin xl liaison analyzer which generated a negative result. The sample was then repeated on another alinity analyzer which generated a nonreactive result. The following data was provided: on (B)(6) 2022, sid (B)(6) ran on ai20989: toxo igg result = 10.5 iu/ml (reactive). Toxo igm result = 0.06 index (nonreactive). On (B)(6) 2022, sid (B)(6) repeated on ai23174: toxo igg result = < 0.2, < 0.2, < 0.2, < 0.2 iu/ml (nonreactive). Toxo igm result = 0.07, 0.08, 0.07, 0.08 index (nonreactive). (B)(6) 2022 sid (B)(6) diasorin xl liaison tox-g2 result = 4.11 iu/ml (negative) no impact to patient management was reported.

Manufacturer narrative:
Patient identifier: complete sid is (B)(6). This report is being filed on an international product, alinity I toto igg, list number 07p45-32, that has a similar product distributed in the us, list number 07p45-40 / 07p45-45. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false reactive alinity I toxo igg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 42074be00. In-house testing of a retained reagent kit of lot 42074be00 was performed. All controls met specifications and no false reactive results were obtained, indicating that the lot generates the expected results. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency with the alinity I toxo igg reagent, lot number 42074be00 was identified.